Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic lower anterior resection while dividing the rectum the stapler was able to fire but the staple line was incomplete centrally and the jaws of the device locked on tissue. To fix the issue, the procedure was changed to abdominoperineal resection and the locked on tissue was removed normally.